Event description:
It was reported that, "patient presented with some pain and slight swelling in operative knee. Physician diagnosis possible synovitis and ordered an aspiration and bone marrow scan. No obvious signs of infection was present. No indication of any other treatment or follow-up since 2007. Physician determined that this was most likely not device-related."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.